Event description:
The patient had been having problems since implant. At the time of this report, that patient¿s main problem was severe nausea in the morning; the nausea started in the middle of the night and was ¿real bad¿. The patient had had problems with nausea prior to implant as the patient had irritable bowel syndrome and a colon resection in 2009. The pump seemed to help her pain ¿pretty good¿ except she did use boluses. They had increased her bolus amount as she had gone in for visits. The pump was implanted in the patient¿s left upper quadrant of her abdomen. The patient¿s pain was in the left lower quadrant of her abdomen in the left groin area; the patient had had chronic pain there since surgery in 2009 and this was why they decided to implant the pump. The patient was in the hospital the day after (B)(6) and couldn¿t empty her bladder; she was retaining 5 to 800 cc of urine and they had to put her on flomax. The patient thought that this happened after a dose increase. The patient¿s next appointment with her managing hcp (healthcare professional) was the on (B)(6). The patient was not real pleased with the outcome; she knew the pump was not there to control the nausea, but she read a booklet that said that the intrathecal pain medications can cause nausea, constipation, urinary retention, and drowsiness and the patient had had all of these problems. The constipation had always been a problem, but she thought it had gotten worse since her dosage was increased. The patient had drowsiness sometimes. Her appetite had been poor and she was not able to each much. The patient hadn¿t had a good appetite for about 5 years, but it had gotten worse. The patient was discouraged because ¿there were no answers out there¿. The device system had always been delivering dilaudid; at the last refill on the (B)(6), they added a second drug. Per the patient, they ¿added some sort of anesthetic to it¿ because she was still having some pain even with boluses. The patient had had the pain all along, especially in the mornings. The interventions, outcome, and the name of the most recent drug added to the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n478654, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).